Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was not connecting to the heartmate touch or disconnecting on its own. The care provider was unable to change settings or download data. Troubleshooting was performed, but the issue did not resolve. This issue occurred previously on (B)(6) 2023. This was the second occurrence for this patient. The controller had to be exchanged. Related MFR #2916596-2023-08822 captured the first occurrence of the one of the patient's system controllers not connecting to the heartmate touch or disconnecting on its own.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number: corrected. D4: primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of communication issues was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (21mar2024, 02apr2024, 01jan2000 per timestamp). Events captured on 02apr2024 and 01jan2000 took place at abbott. The driveline was disconnected on 21mar2024 at 14:18:39 and the controller was shut down at 14:19:52. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop and was unable to communicate with the system monitor. The controller power cables underwent continuity testing and did not pass. The power cables were cut open and the orange communication wire was found to be severed. The power cables were replaced with test cables and the issue was resolved. The controller was retested with the test cables. The system controller was retested and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was conclusively determined to be caused by wire fatigue consistent with the repetitive flexing of the cable over time. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.